Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, the patient having contraindicating conditions, implanting the device too superficial, and the patient having the incorrectly sized wearable have been ruled out. The stimulator is used to treat pain. The cause of the pain is due to scar tissue in the receiver site. However, the cause of the scar tissue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported pain at the receiver site when they use the wearable. Several attempts have been made to change the programs on the transmitter assembly without success to reduce the pain. An explant procedure was performed on (B)(6) 2026. No further issues have been reported.